Manufacturer narrative:
This report is submitted on september 24, 2019.

Event description:
It was reported that the patient experienced vertigo and discomfort behind the ear following a strong head massage. The patient was prescribed steroids in an attempt to ease the symptoms.